Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed and over-infused (three times) with values of first 21.5ml, second 21.4ml and third 21.3ml during preventive maintenance testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2026-01000. All information can be found under manufacturer report number 1314492-2026-01000. Should additional relevant information become available, a supplemental report will be submitted.